Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The mother stated that the customer had gone camping, and did not take his glucose meter with him. The mother felt no need to troubleshoot as the customer was not monitoring his blood glucose levels while he was camping. Nothing further was reported.